Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced high impedance. The physician attempted to re-position the lead several times, but to no avail. It was noted that the helix would no longer extend. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the drive shaft lug being stuck behind the retraction stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.